Event description:
It was reported that the user experienced elevated and rising blood glucose after a meal and a recent supply change, with readings around the mid-200s mg/dl, and elected to perform a site change on the ilet pump; the site cannula appeared intact, and the user completed a site change only with guidance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.